Event description:
Following a successful af/cti procedure, an effusion was diagnosed via ultrasound which was treated with pericardiocentesis. The patient had a drop in blood pressure and the effusion was drained. Around 650ml of venous blood was drained. The physician believes that it was the ablation about the isthmus is where the effusion occurred based on the venous blood and the many rf applications. The patient is currently stable. The catheter was discarded.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The tactisys log files were returned; however, no files were found corresponding to the reported event date. Therefore, no log file analysis was performed and a tactisys serial number could not be provided. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.